Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately high. Company spoke with customer on 10/3/2002 and patient indicated that in 2002 patient obtained a blood glucose reading of "220 mg/dl" at 9:45 am. Patient administered "6 units" of regular and "36 units" of lente insulin (sliding scale). Approximately half an hour later patient fainted and bumped their head. The ambulance arrived minutes later and obtained a "62 mg/dl" on their meter. They administered "dextrose" and rushed patient to the ER. At the ER patient had a blood glucose level of "170 mg/dl". Patient was released 5 hours later. Customer indicated that their physician prescribed patient the one touch ultra meter and did not explained the differences between a plasma and whole blood calibrated meter. Their sliding scale was never adjusted for plasma results. Customer ended up taking more insulin based on the higher plasma calibrated readings and passed out. Customer reported comparing their plasma meter to their whole blood calibrated meters and always noticing up to a 20% difference between the results. The control solution tests were within range for all 3 meters and the check strip test was within range for their whole blood calibrated meters. Though there was not a meter malfunction, the customer did suffer an adverse event and serious injury due to user error. Ccr replaced their meters.